Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare provider (hcp) responded to a letter who said the replacement/revision is scheduled for (B)(6) 2019. They will change the battery at that time and the lead (if needed). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported her bladder stimulator stopped working. Additional information was received and the patient reported the programmer warning of power on reset (por) the patient confirmed there were no trauma or falls reported, but the patient did have a colonoscopy done a couple weeks ago. It was also mentioned that the patient had pain at the implant site. The patient was redirected to their health care professional to clear the por. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. The patient said device concern when asked to clarify the bladder stimulator not working issue. They don't know the circumstances that led to the not working issue. The patient called their healthcare provider (hcp) and are scheduled for another operation. No further patient complications have been reported as a result of this event.